Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. After the device was deployed and fully recaptured, a pericardial effusion was noted. The effusion measured 0.579 mm. No change in hemodynamics. The physician decide to proceed with a second 27 mm device, and after successful implantation, protamine was administered. The effusion successfully resolved. Device remains in service. No further complications were reported. Patient has been discharged.